Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of manufacturing history found no errors that would result in the reported issue. Review of the complaint records found no similar reports for item (B) (4), lot 1608062. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent hip procedure on (B) (6) 2010. Revision surgery was performed on (B) (6) 2010 due to dislocation between the bi-polar cup and the modular head. No further complications have been reported.